Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedances on the right ventricular (rv) lead. The values were out of range at 0 ohms as the patient was in the ICU and was connected to multiple monitors. All electromagnetic interference (emi) factors were turned off and the impedances returned to stable values. Further evaluation was performed and the values continued to be stable at 49 ohms. The products remain in service. No adverse patient effects were reported.